Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was dropped to the floor and it then alarmed motor pic communication error. No troubleshooting performed as the insulin pump continued to alarm and then it gave an off no power alarm. Blood glucose value was 434 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and self test. No unexpected a39 alarms noted. However, the insulin pump was with minor scratched display window and cracked reservoir tube lip.